Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implanted: (B)(6) 2004; w1tr01 crtp, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited a lead impedance warning. High thresholds, short v-v intervals and oversensing was also reported on the rv lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.